Event description:
It was reported that when the asymptomatic patient presented in-clinic during normal follow-up, the device was found to be in backup vvi mode. A device download was successfully performed.